Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques and had been using off-label insulin within the pump supplies. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.